Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that one ecr60b reload was returned unfired and with the cartridge pan dislodged. Upon further inspection, it was noted that several drivers and the one piece sled were missing, making the reload non-functional. It should be noted that each cartridge reload is 100% inspected through an automated vision system to ensure that the one piece sled and all staple drivers are present prior to shipment. It could not be determined what may have caused the pan to lose its intended position.

Event description:
It was reported that prior to an unknown procedure, the metal piece which was on the back of the reload fell off when the surgeon opened the package. Changed to another one to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.